Event description:
It was reported that the patient with this pacemaker had exhibited pocket erosion and infection. Reportedly, before discharge from the hospital after the implant, the patient's wound appeared red and was bleeding. A revision was performed, and the pacemaker, along with the right ventricular (rv) lead and right atrial (ra) lead, were explanted. No additional adverse patient effects were reported. This pacemaker will not be returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.